Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The sureform 45 stapler was placed on a test system. No errors or faults occurred during in-house testing. The sureform 45 stapler instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed and there were no issues with the motion. The reported event was not confirmed as failure analysis of the sureform 45 stapler found no functional issue. The sureform 45 stapler was visually inspected and evaluated for its mechanical and/or electrical characteristics. No product issue was identified. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric polypectomy surgical procedure, the surgical staff used a sureform 45 stapler. When they put it in, it made an unexpected movement, and then they could not move it. They continued with a backup stapler. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: once the site inserted the stapler, it moved in the direction where the column was, a move which was not carried out by the doctor sitting at the console. The batch sequence of the instrument's lot number was not available. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or procedure video is available for review. Since the instrument's batch sequence number is not available, a procedure log review cannot be performed. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.